Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a glucose result of 499 mg/dl on their freestyle flash blood glucose monitor, compared to a result of 158 mg/dl obtained within a ten minute timeframe on an unknown brand of meter. Customer then reported collapsing and losing consciousness while at school. Glucose tablets and milk were administered in order to stabilize customer's glucose levels.